Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg, the product catalog and lot numbers were not reported, UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, internal packing of at the splanchnic artery (pseudoaneurysm) was performed. A guiding catheter (5f) was implanted in the sma to coaxially induce the microcatheter carry win into the aneurysm. A total of six coils were implanted, including a target xl (12 mmx10 mm), a deltafill (12 mmx14 mm), and a deltafill (7 mmx5 mm). After that, a 6mm deltafill (product/lot unknown) was attempted to be implanted, but it was not able to be contained within the aneurysm, and the coil was removed from the patient. Angiography was performed, which confirmed that the aneurysm was successfully embolized, and the procedure was terminated. There was no patient injury reported. The patient is good state post procedure. A continuous flush was not done. The lesion was the colon artery.

Manufacturer narrative:
Product complaint # (B )(4). Section e1. Initial reporter phone: (B)(6). Section b5: additional information received indicated that the actual coil of the deltafill 6mm did not appear to be damage while in the aneurysm that may have contributed to the positioning difficulty. There was no report of the microcatheter being damaged during manipulation of the coil or noticed to be damaged upon removal from the patient. Nothing was noted to be obstructing the microcatheter. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, internal packing of at the splanchnic artery (pseudoaneurysm) was performed. A guiding catheter (5f) was implanted in the sma to coaxially induce the microcatheter carry win into the aneurysm. A total of six coils were implanted, including a target xl (12 mmx10 mm), a deltafill (12 mmx14 mm), and a deltafill (7 mmx5 mm). After that, a 6mm deltafill (product/lot unknown) was attempted to be implanted, but it was not able to be contained within the aneurysm, and the coil was removed from the patient. Angiography was performed, which confirmed that the aneurysm was successfully embolized, and the procedure was terminated. There was no patient injury reported. The patient is good state post procedure. A continuous flush was not done. The lesion was the colon artery. Additional information received indicated that the actual coil of the deltafill 6mm did not appear to be damage while in the aneurysm that may have contributed to the positioning difficulty. There was no report of the microcatheter being damaged during manipulation of the coil or noticed to be damaged upon removal from the patient. Nothing was noted to be obstructing the microcatheter. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Coil ¿ position difficulties- coil herniation is a known potential procedural complication associated with the use of this device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.